Event description:
It was reported to philips that the allura device displayed 0:00 and would not boot up. No patient harm was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Addtl narrative philips has investigated this complaint. The system was not in clinical use at the time of the event. Scheduled patient procedures were performed on another system. The philips service engineer inspected the system onsite and confirmed that the flexvision pc was faulty. The service engineer replaced the flexvision pc, and the system was handed over to the customer in good working order. Corrected data: the codes were updated based on the investigation outcome.